Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during the explant, the operating room table was adjusted and damaged the connection of the impella 5.5 to the automated impella controller. The pump stopped. The patient was urgently placed on bypass and the impella 5.5 was removed. The patient survived the event.

Manufacturer narrative:
The investigation of pump stop has been completed. Data logs were reviewed, and leading up to (B)(6) 2025, there were no abnormalities in any of the pump metrics. On the reported date, an alarm suddenly was triggered, which is a signature of an electrical failure, but there was no motor current spike along with it. Additionally, "impella disconnected (while running)" triggered within the same second. Real time logs at the time of the event were not available. Logs showed that seconds after the pump stop alarm, a pump was plugged in and unplugged within a second, not enough time for the console to register the pump's serial number or the impella defective alarm to trigger. Clinical details reported that while the operating room table was adjusted, the connection between the pump and the console was damaged. Based on data log review and the clinical details provided, the pump stop was determined to most likely be an electrical open. The location of the damage, however, could not be determined without the returned product.